Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Manufacturing records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient reported that fluid was noted to be leaking from the cycler at the end of treatment on (B)(6) 2015. A follow up call was made to the patient's peritoneal dialysis nurse. The peritoneal dialysis nurse reported that there was no patient injury related to the fluid leak.